Event description:
According to the reporter: customer reports possible mesh infection, re operation for mesh removal will be performed (B)(6) 2014 and more information will be available after completion of the procedure.

Manufacturer narrative:
(B)(4)